Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1343, awareness date 07-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2013. Additional information received on 24-oct-2015 (ptc investigation result). Consumer experienced black out after the surgery which she never experienced before under anesthesia. She literally could not bare the pain any longer. She constantly experienced severe stomach pains and aches like someone was stabbing her. She missed several days of work due to not being able to get out of bed, experienced bacterial infections, foul odors and she gained a ton of weight after having a weight loss surgery and maintaining her weight for 10 years. She had a hysterectomy to remove the device in which she still suffers from time to time. Ptc investigation result: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Correction (07-oct-2015) following company internal review: the evaluation codes were updated. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and it was reported that she literally could not bare the pain any longer (seen as abdominal pain). A hysterectomy was performed in order to remove the device. This event is serious due to its medical importance and listed in the reference safety information for essure. In this case, no alternative explanation was provided. Based on the nature of the event and considering that abdominal pain may occur with essure therapy, a causal relationship with suspect insert cannot be excluded. Since a surgical intervention was performed, this case was regarded as incident. Additionally, non-serious events were reported. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Legal claim received on 22-aug-2016. On (B)(6) 2013 essure was inserted. Shortly after undergoing the essure procedure, hsg test was performed and her coils were properly placed. However, her post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, abdominal pain, abdominal bloating, excessive weight gain, excessive hair loss, pain during intercourse, and chronic fatigue. She never experienced any of these conditions prior to undergoing the essure procedure. On (B)(6) 2014, hysterectomy was done to remove coils. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website is under litigation. It refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and it was reported that she literally could not bare the pain any longer. Upon follow up, it was informed that she had chronic pelvic pain. Approximately, a year after essure insertion, a hysterectomy was performed in order to remove the device. Pelvic pain is listed in the reference safety information for essure. In this case, no alternative explanation was provided. Based on the nature of the event and considering that pelvic pain may occur with essure therapy, a causal relationship with suspect insert cannot be excluded. This case is regarded as incident since device removal was required. Additionally, non-serious events were reported. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events and a quality defect. Further information will be obtained through litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.